Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable at proximal end near the clamping pulley. This caused the cable to loosen at distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument stopped grasping. Upon inspection, it was observed to have a broken cable. The procedure was completed with no reported injury.